Event description:
The customer reported that their device would intermittently power itself off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system/memory pcb assembly was further evaluated in the failure analysis center. The pcb assembly passed functional and performance testing and there were no abnormalities found. The conclusive cause of the reported failure could not be determined.